Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for an ilet device was flashing and not charging despite attempts with different outlets, while the user had changed the infusion set earlier that day and blood glucose was not affected. Symptoms included no reported clinical effects. Outcomes included no functional impact to therapy beyond the inability to charge and no alerts or alarms. Investigation included basic troubleshooting and user education, including power source changes and confirmation of accessory use. Investigation of this case revealed a suspected charger malfunction consistent with a noncharging accessory. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the external charger.